Event description:
It was reported that during an oral cancer procedure, the clip couldn't hold the vessel tightly. It fell off easily. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.